Event description:
It was reported that after surgery a decrease in blood pressure was noted and a perforation was detected. The lead targeting the high atrial septum was placed in the septal portion of the right atrial appendage. It was presumed that the effusion originated from this site. Drainage was performed with subsequent improvement, and is currently being monitored. Patient also experienced tamponade related to the perforation. The following factors were considered by the physician as possible causes - the right atrium was markedly enlarged, resulting in anatomy that predisposed the lead to enter the right atrial appendage. During guide catheter manipulation, excessive clockwise torque was applied during flushing and contrast injection, resulting in a tendency for the catheter to be directed toward the right atrial appendage. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.